Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible on the balloon and contrast in the inflation lumen, consistent with handling and preparation. The stent implant was dislodged from the stent delivery system (sds) and the full length of it was smashed. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The outer diameter of the stent implant was not measured due to the damage. The inner diameter of the flared end of the protective sheath was measured and met manufacturing criteria. Potential factors that can contribute to a stent becoming loose or dislodging outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the stent delivery system (sds), negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. In this case, it is possible positive pressure was inadvertently applied to the sds, slightly expanding the stent, resulting in the stent becoming loose on the balloon. Further handling of the stent during packaging, handling and return to abbott vascular for analysis could have contributed to the noted stent damage and the stent ultimately dislodging. A conclusive cause for the reported loose/dislodged stent could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the reported event and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during preparation of the rx multi-link 8 stent system, it was noted that the stent was loose on the delivery catheter. The stent system was not used and there was no patient involvement. Another stent system was used successfully and there was no significant clinical delay in the procedure. No additional information was provided.